Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated, two screws which holding the cupola were loose. Additionally, based on the photographic evidence, the designated complaint unit employee confirmed that the paint was chipping on headlight cover and fork. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated, two screws which holding the cupola were loose. Additionally, based on the photographic evidence, the designated complaint unit employee confirmed that the paint was chipping on headlight cover and fork. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. Root cause analysis was performed by subject matter expert at the manufacturer. As they stated, all the parts loosen or broken on this light is due to a violent impact as specified in the complaint. The paint chipping observed is also probably due to the shock. This is a misuse. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).